Event description:
Lead explanted due to dislodgement. During the rv lead extraction, the atrial lead was dislodged unintentionally. The lead was removed due to this and a new atrial lead was placed in place of it. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The visual analysis showed that the insulation was found abraded through 19.5cm distal to the is-1 connector pin. The abrasion was consistent with exposure to constant friction against the generator housing. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.